Event description:
It was reported that the right ventricle (rv) lead exhibited noise over-sensing and caused pacing inhibition. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct customer phone number should have been +19739268590, rather than +18008432384.